Event description:
In 4/7: customer reports pt having bilateral retrograde cystogram when fluoro failed. Customer states the procedure was delayed by about 20 minutes due to rebooting process. Pt was not under anesthesia. Customer does not remember pt gender and age. No injury reported.

Manufacturer narrative:
Technical support had the customer cycle the power on all three systems (infimed computer, table, and x-ray generator). Per customer, this resolved problem and the proceeded with the case. Technical support followed up with customer to ensure problem had been resolved, found the system fully functional and no other issue.